Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient received 13 inappropriate shocks. The patient alert tones sounded and it was observed that the lead had high right ventricular impedance and oversensing. When the lead was checked with the analyzer, the impedance was stable but oversensing was observed. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.